Event description:
Intubation scope lost out coating as inserted into endotracheal (et) tube. The et tube was clamped off and removed and the pt was reintubated. A bronchoscope was performed to ensure that there was no coating inside the pt. No coating was present. This scope was loaned to our hospital and used this one time, during which the incident occurred.